Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of huat0155 showed no other similar product complaint(s) from this lot number.

Event description:
The hospital reported that they had a patient with suspected allergy to a bard product. It was stated that the patient had not been tested for known allergies; the clinician suspected the patient is allergic to colophonium and "perhaps agents in the broviac catheter and port-catheter". The patient reportedly had redness and irritation of the skin and developed a secondary infection. The device was removed and the patient received antibiotics and local steroids. It was reported that this patient has reacted several times to both the broviac and the port-catheter. The clinician reported that the patient was referred to him due to a possible allergic reaction towards the content of the catheter. Clinician stated he did not have further information regarding the reported infection. He stated "it is, however, of the opinion that the infection was secondary to the rash which came under the catheter."